Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to a massive infection in the foot. The blood glucose was high due to the infection and not related to the insulin pump. During the hospitalization, the hospital staff removed the insulin pump. He was unconscious for two days and on saturday he suffered a congestive heart failure. Nothing further reported.